Event description:
Jaw surgery in 2006. I used fixodent, polygrip and sea bond (which ever was on sale) the next day until present. While I was using these products, I began experiencing numbness and tingling in my extremities. I had a bad fall on ice in early 2007 on both knees which injured my whole body. I just assumed that all of my symptoms were related to my injury. The drs all tell me my symptoms don't relate to my injury. I suffer so bad at times I can barely get out of bed, my feet, back, legs, arms and hands. I have been to all kinds of specialists. They try to make me out to be crazy and depressed. This is not me, I have always been an outgoing person and always doing something working, activities, etc. I am limited now. I can't get around as fast as I used to. Sometimes I can hardly get out of bed, the pain is 8-10 on the pain scale. I force myself to keep going. However, I have to use medications, biofreeze 2-3 times per day. I soak my feet in a whirlpool bath, they have multiple felling, burning, prickling, numbness, itchy, sore, etc. My baby toes stay numb all the time. I have similar feelings in my arms, hands, and fingers. I have jaw surgery in 2006 at the medical center on both upper & bottom teeth removed at the same time. I started using the adhesive creams soon after about a week after when the stitches came out. I never thought the creams could be a reason for my problems. I have lost sexual desires not understanding why still I thought it was due to my injuries which the doctors don't agree. My husband get totally frustrated, he totally tries to be understanding. I feel bad I try too but, not very often at all. My back about t6-t8 and l1-l5 tend to be sore all the time. Nothing really seems to make it better. I have an apparatus called the trueback that I lay on, and it helps a little. I thought I would try error magnets. I keep searching for the miracle. There are times when my husband has to help me clean myself because my rom is restricted. He has to pull me up from sitting, he has to fasten or tie my shoes because of pain and limited rom. Sometimes I still use a cane to walk especially a long distance by myself. If it is a distance like at airport trying to catch a plane, I have to have a wheel chair. I cannot walk that for my body gives out on me. I believe I was tossed a side without regard because my injury was work related. No one checked it out further. Dose or amount: denture cream, frequency: bid, route: po. Denture strips, frequency: ix, route po. Dates of use: 2006 - present. Diagnosis or reason for use: denture adhesive cream, denture strips. Event abated after use stopped: no.